Event description:
According to the reporter, the ventilator had a warning of loss pip and it was found that the endotracheal tube was disconnected from the jet adapter. At around 1230h, the tube disconnected again. After putting it back from "kcare" at 1445, the tube was disconnected more than four times. Between 1500h and 1600h, the tube was disconnected several more times while the patient settled in bed with the tube secured and appropriate boundaries in place. The patient desaturated into the 40's, the respiratory button was pushed, and the tube was reconnected to the ventilator. The patient went to 100% but then recovered to baseline. The patient was switched to conventional ventilation to prevent further disconnections of the ett.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.